Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer packaging of the bd saf-t-intima¿ safety system with removable prn was burned and melted, cracking the product and compromising the sterility. This was found with 3 catheters. The following information was provided by the initial reporter, translated from chinese: "the child neurology teacher sent the product to the equipment department, and the equipment department reported that before opening the package of the product, it was found that the outer package was burned by high temperature, resulting in cracking of the product. The outer package was deformed, and the plastic packaging inside was melted, which was no longer sterile".

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of package damaged / defective / other was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the outer packaging of the bd saf-t-intima¿ safety system with removable prn was burned and melted, cracking the product and compromising the sterility. This was found with 3 catheters. The following information was provided by the initial reporter, translated from chinese: "the child neurology teacher sent the product to the equipment department, and the equipment department reported that before opening the package of the product, it was found that the outer package was burned by high temperature, resulting in cracking of the product. The outer package was deformed, and the plastic packaging inside was melted, which was no longer sterile".

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: saf-t-intima. Device failure: package damaged.

Event description:
No additional information.